Event description:
(B)(4) received a report from (B)(6) stating the enteral feeding device was in use for 95-days prior to failure. For unknown reason, the nurse was concerned about jejunal tube displacement. Blackcurrant juice was infused through the jejunal port. The patient aspirated the blackcurrant juice from the gastric port. An x-ray was performed to confirm placement and the radiological report noted the enteral feeding tube was in the correct position. The report also noted that the device was performed at the jejunal lumen near the gastric port. No patient injury was reported. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).